Manufacturer narrative:
There was no report of a malfunction of an ion system, instrument, or accessory. Therefore, no products are expected for return to isi for failure analysis evaluation.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax that required placement of a chest tube and hospitalization. The target lesion measured 20 mm and was located in the left upper lobe. The ion-assisted procedure was reportedly completed without issues, and there were no reported problems with the ion system or instruments during the case. A post procedure chest x ray revealed a large pneumothorax. A chest tube (reported as possibly a 21 french) was inserted. The physician was unsure of the cause of the pneumothorax but believed that the extensive "fishing¿ required to locate the lesion using fluoroscopy alone (cone beam was not available) may have contributed to the development of the pneumothorax. The diagnosis for the lesion was histoplasmosis. Per the physician, the patient required a chest tube for one day, was hospitalized for about 24 hours, and was then discharged home.